Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the essenz hlm. The incident occurred in germany. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that the heart lungh machine essenz displayed an error during priming. There was not patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: the serial read-out of the involved pump (real time device parameters and setting recording file) was analyzed and revealed that no error code 2341, as reported by the customer, occurred. The error message 2329 instead occurred on the date of event at 14:22. The error message 2341 does not exist in current software hlm version 1.4.1 (version of the affected pump) and will be implemented in the next sw hlm. The error seen by the customer was therefore code 2329. Based log files analysis and that no pump stop stop has been reported, this event has been re-assessed as not reportable. In fact, error code 2329 can potentially lead to a pump stop disabling the pump restarts only in case of a mechanical block that can always be detectable by the user. Indeed, the pump cannot be restarted by turning the knob, but only by removing the mechanical blockage (e.g. Over occlusion, foreign materials). In this case, no pump stop was reported and, moreover, no action to remove the mechanical block was performed.